Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer states that during a lap. Colectomy of cecum with terminal ileum the device operator loaded egia adapt onto idrvultra1 before first firing. Then the adapter status indicator was flashing green and the general status indicator illuminated blue. The adapter was removed and reconnected to the original handle. The adapter status indicator illuminated green. The reload was loaded onto the handle. Upon firing, the general status indicator illuminated blue. The device did not fire. New one was opened to correct the problem. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive powered handle. This investigation was unable to replicate or confirm the conditions described by the customer. During the investigation, an unrelated secondary condition was noted. Error codes were present in the device memory indicating a calibration failure. The root cause of this secondary condition was determined to be a result of a break in connection internal to the bldc board, leading to intermittent occurrences where the drive motor could not successfully complete calibration. This issue has been brought to the attention of the appropriate manufacturing personnel and a product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time.